Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 250 mg/dl between 4 and 24 hours of wearing the pod. The patient reported they placed a new pod on their leg, and it activated properly with no signs of failure at activation. Within 24 hours, the patient noticed their bg levels increasing and felt liquid around the pod area. The sensor reflected the bg to be over 250 mg/dl, but a finger stick showed 220 mg/dl. The patient removed the pod and noticed the cannula was bent and stated a skin infection had developed. There was no reported diagnosis of an infection or treatment by a healthcare professional. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.